Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Event description:
The initial reporter received a questionable glucose hk gen.3 result from one patient sample tested on the cobas c 303 analytical unit. The initial result was 20.3 mg/dl. The repeat result was 72.4 mg/dl.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 860069. The expiration date was not provided. The field service engineer (fse) performed a comprehensive inspection of the fluidics and aspiration systems, including the water tank, reagent probe, sample probe, main pump, and gear pump. The investigation identified the root cause as mechanical misalignment and sub-optimal calibration of the main pump, gear pump, and the rinse unit assembly. The fse performed a full decontamination of the fluidic flow path, manually cleaned the sample probe, recalibrated the reagent and sample probes, readjusted the main pump and gear pump, and recalibrated the rinse unit. To finalize the repair, the system underwent a sequence of air purges, wash priming, and a comprehensive mechanical hardware check. The repair was verified through a successful sample run and qc processing. The investigation is ongoing.